Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 4. Warnings: juvéderm® ultra injectable gel must not be injected into blood vessels. Introduction of juvéderm® ultra injectable gel into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. 5. Precautions: juvéderm® ultra injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 9. Instructions for use: b. Health care professional instructions: 1. Juvéderm® ultra injectable gel is a highly crosslinked formulation that can be injected using a 30-g needle for more versatility in contouring and volumizing of facial wrinkles and folds. 6. Inject juvéderm® ultra injectable gel applying even pressure on the plunger rod while slowly pulling the needle backward. The wrinkle should be lifted and eliminated by the end of the injection. It is important that the injection is stopped just before the needle is pulled out of the skin to prevent material from leaking out or ending up too superficially in the skin. 7. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional (hcp) reported that they (and other injectors) have had ¿6-7 syringes with 2 different lot numbers¿ of juvéderm® ultra with needles popping off the syringes. The doctor stated that these are with different patients in different regions but did not specify how many or the regions. The doctor added that the ¿separation always seems to happen half way into the injection and the remainder of the filler spills over the patient¿s face.¿ hcp also reported that they ¿feel the product is much harder to push through the needle than before. It feels like the product is ¿clogging the needle¿.¿ no other information was given, including specific quantities, injector names, or lot numbers. Syringes are being reported under mrn# 3005113652-2018-01364 ((B)(4)), this report ((B)(4)), mrn# 3005113652-2018-01366 ((B)(4)), mrn# 3005113652-2018-01367 ((B)(4)), mrn# 3005113652-2018-01368 ((B)(4)), mrn# 3005113652-2018-01369 ((B)(4)), and mrn# 3005113652-2018-01479 ((B)(4)).